Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxh 800 coulter cellular analysis system had liquid leaking. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a wire catching on the backwash arm and not allowing backwash arm to clean the probe down to the tip and retract properly. The fse tied down the wires near the backwash arm and confirmed the probe wash to be operating correctly. There was no further leakage observed from the probe after the repair. The fse verified the repair was performed per established procedures. The fse validated the system.

Manufacturer narrative:
(B)(4).